Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused shoulder pain and was diagnosed with lung cancer that resulted in death. The patient's wife did report the patient to receive medical intervention and saw several physicians prior to diagnosis. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported the voluntary medwatch number in the initial report in section g.2. The voluntary medwatch number is mw5104331.